Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the balloon rupture occurred on the first inflation. The balloon was removed intact.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and an "average" tortuous left antebrachium shunt. The f/g sterling otw 4.0 x 40/40 (4f) balloon ruptured at ten atmospheres. How many inflations occurred is unknown. The procedure was completed with a 4/40/90 symmetry balloon. No patient complications were reported and that patient's status is good.